Manufacturer narrative:
(B)(4) handle cannula broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02252 for the other associated device information. It was reported to boston scientific corporation that two sensation medium oval snares were used in the colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula was broken thus difficulty opening was noted. Another sensation medium oval snare was used and encountered the same issue. The procedure was completed with another sensation medium oval snare. There were no known patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.